Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided; best estimate is between (B)(6) 2018 and (B)(6) 2019. (B)(4). Device evaluation: the product was not returned to the manufacturing site as it was discarded by the customer. Therefore, product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt300 18.0 diopter intraocular lens (iol) was implanted into the patient's right eye (od) on (B)(6) 2018. Reportedly, the lens was explanted on (B)(6) 2019 due to blurred vision and dysphotopsia. The incision was enlarged during the removal of the lens but no vitrectomy was performed and no sutures were used. A zct300 18.0 diopter lens was implanted as a replacement. Additional information was received and it was learnt that the best corrected visual acuity (bcva) before the lens exchange was 20/25. The account also indicated that the explanted lens was discarded at the surgery center. No further information was provided.